Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 430 mg/dl at time of incident. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not on auto mode feature. Customer was treated with manual injections. Customer did not allege pump was under delivering. Customer reported that they have not contacted their health care professional regarding the high blood glucose. Customer has already removed the reservoir and tubing and stopped wearing the insulin pump. Customer also stated that the insulin pump had unexpected restart. Customer stated that they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated that they were getting calibration not accepted. Customer declined to review. The devices will not be returned for analysis.